Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted that documented a study where off-shelf devices were used for treatment of thoracic aortic diseases. Retrospective analysis was conducted of 474 consecutive patients treated with either fenestration tevar (f-tevar) or chimney tevar (ch-tevar). The primary endpoints at 30 days and during follow up were overall mortality, aorta-related mortality, and major complications. The secondary endpoints were endoleak and reintervention. It was reported that 4 patients died within 30 days of procedures. One patient with tad suffered a retrograde dissection which resulted in death on the third day. Of the three deaths among the 364 ch-tevar patients, one was due to cerebral infarction 3 days post procedure, another to retrograde dissection at 2 days and third to myocardial infarction 4 days post tevar. Perioperative cerebral ischemia occurred in nine patients: 1 f-tevar patient had a tia with full recovery in follow up vs 7tias in ch-tevar group (all treated and discharged), in addition to the fatal stroke noted above. Two f-tevar patients died of retrograde dissection at 8 and 16 months in addition to the one in hospital. In the ch-tevar group, 7 patients died at follow up in addition to the fatal retrograde dissection in hospital. Of these 7 late deaths, 2 were sudden deaths after complaining about chest tightness and uncontrollable hypertension that was believed to be related to tad. One patient died of acute cerebral infarction, 3 patients died of retrograde dissection af ter open surgery, and one patient died of pulmonary infection subsequent to paraplegia. During entire follow up period, 22 patients suffered cerebral ischemia (4 in f-tevar group and 18 in the ch-tevar group). Stent migration and retrograde dissection occurred in 11 and 13 of all patients respectively, without significant differences between treatment approaches. 36 patients underwent reintervention for proximal type I endoleak. One hundred of the 593branch stents occluded. Of the 62 patients with branch occlusion, 28 were asymptomatic, and no reintervention performed. As of the bare metal stents used in f-tevar, the majority (26/27) were patent.